Manufacturer narrative:
(B)(4). Date of event estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip movement and worsening mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 3-4. One clip was implanted, reducing mr to 1. On unspecified date, the patient was re-hospitalized due to heart failure symptoms, decompensation. Echocardiogram was performed which revealed the clip was mobile, but remained attached to both leaflets. The mr grade increased to 4. On (B)(6) 2018, an additional clip was implanted to stabilize the first clip, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and a definitive cause for the partial clip movement in this incident could not be determined. The reported worsening mitral regurgitation (mr) was likely due to the partial clip movement, and the subsequent heart failure was likely a secondary effect of the worsening mr. The reported patient effects of worsening mr and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.